Event description:
The patient was injected in the lip. The patient allegedly developed swelling and drainage three weeks later. The patient was treated with steroids and prednisone.

Manufacturer narrative:
The date of implant and date of event are estimate dates. Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds).